Manufacturer narrative:
(B)(4). Covidien was not authorized to repair the device. The customer replaced breath delivery central processing unit. The covidien service engineer updated the software. The ventilator underwent extended self-testing and all tests passed.

Manufacturer narrative:
(B)(4). The customer was advised to replace the breath delivery central processing unit and have a service engineer download the software.

Event description:
The customer reported that an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event. The technical support engineer troubleshot the issue with the customer over the phone.